Manufacturer narrative:
The device was returned and evaluated for the reported issue of air in the line. The event history log was also reviewed and it noted the presence of the low priority alarm 30176 (too much air pulled from source during a phase (drain from the patient limited to 50 ml)). The device underwent visual and functional testing. The reported event was verified through the event history log review. The sample analysis revealed no device malfunction that could have caused or contributed to the reported problem. The direct cause of the problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified max air alarm occurred on an amia automated pd system. This event occurred during initial drain while the patient was connected. The patient indicated that they were not sure of the cause of the air in line alarm. The technical service representative (tsr) explained the max air exceeded alarm. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrives. There was no report of patient injury or medical intervention associated with this event. No additional information is available.